Manufacturer narrative:
Additional information: section h imdrf codes and manufacturer narrative. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the hydromorphone was physically loaded in station (drawer 5.2, pocket b3), but users were unable to remove it as the system displayed ¿not loaded.¿ a technical support specialist (tss) confirmed that the active order on the medstation was tied to a different med identification (ID) (B)(6) resulting in a mismatch despite both medications existing in the formulary. The tss explained that the issue could be resolved either by configuring the medications as equivalencies or by resending the order with the correct medid; however, the customer opted to coordinate with pharmacy due to permission limitations. Follow-up with the customer confirmed that the issue was successfully resolved after making the necessary formulary updates. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, one medication was loaded in the station, but when the user attempted to pull it, the system showed it as not loaded. The customer reported that they would need to switch to using vials instead of syringes across the hospital. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, one medication was loaded in the station, but when the user attempted to pull it, the system showed it as not loaded. The customer reported that they would need to switch to using vials instead of syringes across the hospital. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.